Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was noted due to a rip at the base of the left cylinder. No information was provided about the patient's outcome.